Event description:
Upon closing patient, a sponge was found by scrub tech that was not used on the patient. Sponge had questionable material inside. After notifying surgeon, sponge was handed to assistant manager to be taken for analysis.